Event description:
Caller reported a cgm error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. The caller initially attempted to reset the pump but did not do so correctly. After properly resetting the pump, the issue was resolved and the error did not occur again.